Event description:
It was reported that the elective replacement indicator (eri) triggered earlier than intended. The device is providing therapy.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.